Event description:
The pump was returned to animas for a damaged keypad. When the pump was returned with the keypad intact; the down, ok, and contrast buttons were found to be intermittently responding to presses. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button symbol was found to be worn but the keypad was found to be intact. The down, ok, and contrast keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.